Event description:
Endoink¿, a single-use fluid designed to endoscopically mark lesions in the gastrointestinal tract, would not attached to the carr-locke injection needle. A new endoink¿ needle was obtained and case continued witouth issue.